Event description:
The patient came in for an ICD battery change because the battery was at end of life.the leads screwed out easily except for the left ventricular lead where the set screw was totally retracted. When the lead was pulled apart, it fell away at the joint between the pin and the lead. This was no longer a viable lead, and in fact, the pin was left stuck in the header, could not be removed. This lead would be capped off; it was a guidant, 4513.the vendor was present during the procedure.====================== manufacturer response for ICD lead, guidant lead======================boston scientific rep was present during the procedure. Md informed the rep of the lead fracture.